Event description:
The customer reported that an ethicon endo-surgery harmonic scalpel was broken after a completed cycle in the sterrad 100s. The damage was described as "the ceramic, which was inside of the hand piece of the harmonic scalpel, was broken." The customer had been processing the harmonic scalpel hand piece in the sterrad 100s for almost ten years. The age and usage of the device was unknown. The customer also reported they had similar incidences of damaged devices, four in 2009 and two in 2010. The information provided by the customer regarding the damage to the six previous incidents of damaged device is anecdotal and specific information could not be obtained. Therefore, one medwatch report is being submitted for these events. Should subsequent information be obtained, additional medwatch reports will be submitted.

Manufacturer narrative:
Concomitant device: ethicon endo-surgery harmonic scalpel - model and serial #s unknown. (B)(4). The sterrad 100s user's guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers' instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The model or serial number of the harmonic scalpel are not known. Therefore, asp cannot determine if the harmonic scalpel is listed as a compatible device in the sterrad 100s' sterility guide. The customer was advised to inform the manufacturer of the damaged device regarding the damage.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for damage to customer device. This customer has had two separate damage device complaints. Trending analysis for damage to customer device issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". There was no device returned to asp for investigation. Further investigation is not possible without the age and frequency of use of the harmonic scalpel handpiece.